Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 ipg implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device had unexpected longevity. It was noted that the device had high right ventricular (rv) output. Additionally, it was reported that the right ventricular (rv) lead had high pacing thresholds for a long time. It was noted that there were frequent adjustments made. The device was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.